Event description:
Additional information was received that the reported issue was for a single lead placed in the right ventricle, and that the patient also experienced right ventricular loss of capture after a minimally invasive mitral valve repair with a concomitant maze procedure for chronic atrial fibrillation. The patient also had an underlying junctional rhythm. Following the observation of two separate pacing pauses, and the use of medications to try to resolve the atrial fibrillation, the temporary pacemaker was reprogrammed for atrial sensing and pacing as needed. The patient later was implanted with a permanent pacemaker; it was reported the patient likely would have required permanent pacing support independent of the issues that occurred during the surgical procedure.

Manufacturer narrative:
Analysis: no product was returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The device history could not be reviewed as no lot number was provided. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Medtronic received information that this pericardial temporary pacing lead, placed post-operatively did not pace or sense. There were no adverse patient effects. The lead was discarded after the procedure. Attempts to obtain further information were unsuccessful.